Manufacturer narrative:
No unexpected hardware low level failure alarms noted during our testing, however hardware low level failure was present in the format history file due to poor solder joints at u1 of the keypad assembly. Corrosion was found in the battery tube. The insulin pump passed displacement test, rewind test, prime seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self-test. The insulin pump was received with scratched casing, minor scratches on the lcd window, scratches on display window cover, pillowing keypad overlay, cracked select button on keypad overlay, stained keypad overlay, faded serial number label and peeling end cap address label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed pump error before and after a battery change. Customer's blood glucose was 194mg/dl at the time of incident. The customer was advised that the device would be replaced and agreed to return the product for analysis. No further details given.